Manufacturer narrative:
Additional information received when the device was returned, indicated that the date on the initial MDR should have been (B)(6) 2018. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the family member that did not hear the alarm was the patient¿s grandmother who was caring for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter; product ID: 8780, serial# (B)(4), product type: catheter; section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780 ,serial/lot# (B)(4), ubd 2014-08-24, UDI# (B)(4). Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. A portion of the catheter was returned and analysis of the returned portion found ¿catheter body ¿ damage to transition tube¿. Conclusion code is for the pump and conclusion code is for the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 2891 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient¿s pump was being replaced today ((B)(6) 2018). A motor stall was seen at initial interrogation. It was unknown if the patient had recently had an MRI or if there was any emi (electromagnetic interference) or magnetic interaction with the pump. The pump logs indicated multiple motor stalls and recoveries which began on (B)(6) 2018, a stopped pump period may exceed tube set message, and the current stall was active. The pump logs also indicated that the empty pump alarm occurred on (B)(6) 2018. It was unknown if the patient had missed a pump refill. The patient¿s family did not hear the pump alarming. The critical alarm was set to every hour. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.